Event description:
Patient was being transferred from bed to chair when it was reported that one of the casters came off the lifter. Caregiver sustained a sprained back while attempting to hold the patient.